Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, there was delay and slow when rewinding, motor was slower and there were cracks in insulin pump near reservoir window and leads to insulin pump buttons. The troubleshooting was not performed. The insulin pump will not be returned for analysis.